Event description:
It was observed during the device inspection, the scope connector of the xenon light source had poor contact, b30 error (scope communication error). There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, non-reportable phenomena such as a bent chassis, broken front panel, missing tank holder, scratched top cover, and a lamp with 200 or more hours were identified. The reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty scope socket. Olympus will continue to monitor field performance for this device.